Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon on the 10th day of use. The balloon was eventually deflated by pumping after the shaft was cut. Per additional information received via email on (B)(6) 2018 from (B)(6) (medicon representative), pumping means when the user inserted a needle syringe into the inflation lumen, and pushed and pulled the plunger repeatedly.

Event description:
It was reported that it was difficult to deflate the balloon on the 10th day of use. The balloon was eventually deflated by pumping after the shaft was cut. Per additional information received via email on 11 october 2018 from takuma tsuji (medicon representative), pumping means when the user inserted a needle syringe into the inflation lumen, and pushed and pulled the plunger repeatedly.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Based on evaluation, the sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1.precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"